Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two(2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor clot formation and poor barrier separation with the incident lot was not observed. Additionally, two hundred (200) retention samples from bd inventory were evaluated by visual examination and no issues were observed with the additive relating to poor clot formation and poor barrier separation as all samples met specifications. Complaints for sample quality are under statistical control for the month of january 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of poor clot formation and poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that during use of the bd vacutainer® sst blood collection tubes, there was a delay in retraction of the clot. In some rare cases there was no separation of the plasma. There was no report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® sst blood collection tubes, there was a delay in retraction of the clot. In some rare cases there was no separation of the plasma. There was no report of patient impact.